Event description:
Customer reported that the t:slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter, and trying alternative cables and adapters did not resolve the issue. There was no adverse impact to the customer's blood glucose level reported. Customer was informed by technical support that a replacement pump with updated software would be sent, and training would be available through their tandem source account. Customer was instructed on storage mode and return procedures for the faulty pump, and they acknowledged and understood the instructions.